Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "methotrexate" leaked past the "warped" bd luer-lok¿ tip syringe plunger stopper during use while preparing the drug. The following information was provided by the initial reporter: "it was reported that while preparing methotrexate, the drug leaked past the stopper , the physician stated that the stopper looked as if it was warped." "Called to report a bd 50ml syringe was leaking". "Customer stated that she was informed that this has occurred in the past with a different drug (date of occurrence not known). Noted the physician stated that the stopper looked as if it was warped.

Manufacturer narrative:
H.6. Investigation summary: 5 samples were received. They came in sealed packaging blister. Visual inspection was performed. The stoppers show no deformation or any other type of defect. Leakage testing was performed and they all passed. Failure mode could not be verified and root cause was undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that "methotrexate" leaked past the "warped" bd luer-lok¿ tip syringe plunger stopper during use while preparing the drug. The following information was provided by the initial reporter: "it was reported that while preparing methotrexate, the drug leaked past the stopper , the physician stated that the stopper looked as if it was warped." "Called to report a bd 50ml syringe was leaking" "customer stated that she was informed that this has occurred in the past with a different drug (date of occurrence not known). Noted the physician stated that the stopper looked as if it was warped.